Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had additional surgical intervention. The cause of the patient postoperative complications cannot be determined at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2010 - patient was diagnosed with stress urinary incontinence (sui) and underwent a mid urethral pubovaginal sling suspension with implant of a bard/davol soft mesh. On (B)(6) 2015 - patient was diagnosed with dysuria, incomplete bladder emptying, urethritis and underwent cystoscopy. Per the operative report, it was noted there was no extrusion or erosion of the bard/davol soft mesh and the patient had atrophic urethritis. Patient's were implanted with defective mesh products. The use of the mesh products caused patient's injuries. Patient's have sustained in the past, and will sustain in the future, pain and suffering, mental anguish, emotional distress, disfigurement and physical impairment.